Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr). During a mitraclip procedure, an xtw clip could not establish final arm angle (efaa) successfully. The xtw opened more than 5 degrees. The device was tested again. The grippers were kept down and was opened to 160 degrees. Then the xtw was locked and tested again. The xtw clip opened again. The device was removed and replaced. The procedure was completed successfully. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported unintended movement (clip open-efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.